Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated (1000 mg/dl). Pump supplies were changed. Bolus was delivered and insulin injections were administered to address bg. Customer went to the emergency room and was admitted to the hospital. Intravenous insulin was administered. Customer had not yet been discharged at the time of the report. Customer alleged pump was not delivering insulin properly. Customer reported no physical issues with pump/supplies and no related alarms. Customer declined to provide further information regarding the hospitalization or answer further questions.